Event description:
Equipment was opened and prepped per manufacturer's instructions by technician and equipment failure noted. The catheter was leaking: noted by machine test failed. There was no harm to the patient.